Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was a wrong placement of lead. Symptom associated with the event was no relief. Patient had not required hospitalization and there was no injury.

Event description:
It was reported that the pain stim system never worked. Patient had not previously mentioned it because she was too nervous to have a procedure again. The device was explanted about a year prior to this report. Additional information has been requested.